Event description:
It was reported that a small volume intermate had a black mark embedded in the balloon. This was identified before use. The device was filled with an unspecified amount of aztreonam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured april 16, 2015 ¿ april 20, 2015. The device was received for evaluation. The device was visually inspected and found a black particle, approximately 0.07 square mm in size, embedded in the stress member. This is not in the fluid path because it was molded in the material of the stress member. The cause of the condition was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.